Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Unable to perform displacement test and occlusion test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not delivering enough insulin. Customer blood glucose reading was 390 mg/dl. Troubleshoot was performed. Customer stated damaged to the reservoir compartment caused the insulin not to deliver enough insulin to the body. Additionally, the reservoir was not able to lock in. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.